Event description:
It was reported that low water level alarm occurred on the arctic sun device 2 days after full water level. It was down to 2 liters. The problem could not be reproduced and was used again at the hospital. Per review of wo on 10apr2023, there was no patient involvement. Per additional information received on 10apr2023, it was reported that low water level alarm occurred on the arctic sun device 2 days after full water level. It was down to 2 liters. The problem could not be reproduced and was used again at the hospital.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, there were no problems found on the device. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Note: the initial reporter zip code in tab e is (B)(6). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that low water level alarm occurred on the arctic sun device 2 days after full water level. It was down to 2 liters. The problem could not be reproduced and was used again at the hospital. Per review of wo on (B)(6) 2023, there was no patient involvement.